Event description:
Over the past several weeks, we have had numerous pts with the entuit gastrostomy tube return to our facility due to the "enfit" caps breaking on the tubes that were placed. This defect presents a delay in pt care, as well as a potential risk for infection.